Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when trying to close the sternum on an open procedure, the steel wires were dislodged. They used another device to complete the case.